Manufacturer narrative:
Device evaluated by MFR: device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old (B)(6) male had impella 2.5 pump inserted in the right femoral. The patient had cardiac tamponade during pump support and was treated with pericardial puncture.